Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a confirmed motor stall on the date of this report caused by having a magnetic resonance image (MRI) or other medical procedure. There was no motor stall recovery recorded in the event logs. The pump was interrogated with the physician programmer and updated. The patient left the MRI facility at 08:15 and the stall had still not recovered. The system was being used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).